Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device was unable to activate their ipp device due to pump collapse and fluid loss in the pump. During surgery, the physician discovered there was an opening on the tubing close to the pump. Additionally, the cylinder outer layer was damaged. The physician removed and replaced the entire device through replacement surgery, and there were no patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss and fluid leakage are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. The investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device was unable to activate their ipp device due to pump collapse and fluid loss in the pump. During surgery, the physician discovered there was an opening on the tubing close to the pump. Additionally, the cylinder outer layer was damaged. The physician removed and replaced the entire device through replacement surgery, and there were no patient complications reported.